Event description:
Additional information was received: it was reported that the rep had the lead in their possession. They would be taking it to get mailed after their surgery and would follow up with a tracking number. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed that the proximal end of the lead was stretched. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the issue was that the portion of the lead between the contacts that connect to the extension wire were stretched and the lead was damaged while attempting to remove the stylet. The white portion of the stylet was not fully disengaged from the end of the lead. It was visually inspected and had found damage to the lead. The lead was removed and replaced with a new lead, while also the giving clear instruction on proper technique to remove the stylet. Details about the event include that the lead had been positioned and secured in placed. It had not been fully implanted yet. The micro positioning was still in place. The damaged lead was removed, the guide tube was advanced back down to the target, and a new lead was placed. When the first lead was placed it was secured with the stimloc. The white plastic end of the stylet that gets peeled away prior to the stylet removal wasn't quite peeled away completely when removing the stylet. It was pulled on firmly and it appeared that the contacts were separated. It was decided to replaced the lead with a new one, and were very careful to make sure to fully peel away the white plastic part of the stylet on the second lead. It was placed and secured successfully. There was no injury to the patient, and approximately a 5 minute delay for removing the damaged lead and replacing it with a new one. Additional information was received from the rep stating that the extra 5 minutes to replace the lead was the only surgical intervention. They also stated that the cause of the issue was user error as the plastic part was not fully peeled back before attempting to take the stylet out. There were no further complications reported.